Manufacturer narrative:
Concomitant medical product: model: 383059, lead; implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported a syncopal episode and that their implantable cardioverter defibrillator (ICD) was alerting an audible tone. The patient had some general questions and stated they felt their lead may have failed. Upon interrogation oversensing noise was noted on the right ventricular (rv) lead. The system was reprogrammed at that time until a later date, at which time the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.